Event description:
One of the small jaws located at the end of the grasper fell off during surgery. It was immediately removed. It appears as to have had a small microscopic fracture that caused the break. Biomed and risk assessed the device. The handle worked appropriately by opening and closing the jaws. I do not have the device in our lock up so I am unable to determine if it was sent back to the manufacturer.